Manufacturer narrative:
The customer reported complaint for the thermogard displaying error message tcmid:05 (coolant diff failure) was not confirmed. However, initial functional testing failed as the thermogard displayed the tcmid:07 (coolant temp high error message, unrelated to the reported complaint. Root cause was determined to be a faulty temperature sensor. A visual inspection was performed and top lid was observed damaged, front caster and module power input are loose, and presence of spilled liquid inside of the airtrap block, unrelated to the reported complaint. The thermogard is a reusable device and was manufactured on 2011. Therefore, this type of physical damage is characteristic of normal wear and tear. During the review of the event log, unrelated to the reported complaint, multiple error message tcmid:07 (coolant temp high) and tcmid:08 (coolant temp low) were observed on the customer reported event date. Following the repair and replacement of the parts, the thermogard was tested and passed all the testing criteria and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(4)

Event description:
During setup for patient use, the thermogard system (sn (B)(4)) was displaying error message tcmid: 05 (coolant diff failure). Another system was used to continue with therapy. No known patient consequences reported.